Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable low elecsys afp assay result for a patient sample tested on the cobas e 801 analytical unit. The initial result was 18.3 iu/ml. The repeat result was 35.9 iu/ml. The repeat result was believed to be correct.